Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 and alarm 30 issue was verified, but the fill estimate issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge alarms occurred during insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 150 mg/dl. Customer continued to use the pump for insulin therapy.